Manufacturer narrative:
The field service representative could not determine a cause for the event. He found the probe and the instrument was dirty. The calibration and qc data did not indicate a performance issue of the reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs results for one patient sample from the cobas 6000 e 601 module. The initial result was 5.71 pg/ml using an expired sample tube. The repeat result was 141.8 pg/ml. The repeat result from a sample cup was 6.89 pg/ml. The repeat results on (B)(6) 2019 were 3 pg/ml and 3 pg/ml. The questionable results were not reported outside of the laboratory. The reagent lot number was 381547 with an expiration date of 31-may-2020.